Event description:
It was reported that during set up, the cardiosave intra-aortic balloon pump (iabp) unit has internal issues, pump not turning on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10 a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse inspected the unit and could not duplicate any issues with the unit. Fse completed all performance and calibrations on preventative maintenance (pm) service order per attached checklist, and the unit passed all testing with no issues. The unit was approved for clinical use and returned to the user.